Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon device interrogation one day post implant, a patient enrolled in the surescan pacing system post approval study (surescan pas) presented with far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.